Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic rupture. It was reported that the patient was implanted approximately 84 months ago under and unknown study. It was reported that the patient presented for an emergent procedure for bleeding from the mouth and nose. The initial diagnosis was an aorta esophageal fistula resulting from a type 3 endoleak between two thoracic devices that had detached from one another. The physician elected to implant 3 additional thoracic devices. Initially the proximal main and a device distal main were placed. There was still what looked like a possible leak, but it didn't appear to be filling the sac so the decision was made not to add an additional device and to monitor the patient. It was reported shortly after the procedure before the patient left the operating room, the patient started bleeding from the nose and mouth again. The physician elected to implant the final distal main. The angiogram following showed no endoleak and the bleeding from the nose and mouth was under control. The patient was stable upon leaving the recovery room, however, it was reported four days later that the patient expired. (MFR report# 2953200-2009-00583 - 00587).

Manufacturer narrative:
Evaluation results: other (operative/autopsy reports not provided), (death).